Manufacturer narrative:
One device was returned for repair in used condition. This device has not been in for service in the review period. Unable to download in the event history logs due alarm message error code 1210 on the pump display. Primary reported problem of "device showing 1210 error code" was duplicated. Device displayed error code 1210 when powered up, which is not within specifications and is related to the complaint. The cause was an inoperable printed circuit board (pcb). Replaced pcb. The device passed all functional tests after the repair.

Event description:
It was reported that the device alarmed error code 1260 and 1210 on power up, indicating a data issue. Per reporter, the device also had a damaged front case and the event occurred during testing. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.